Event description:
On 07/17/06, nellcor puritan bennett received a report of inner dimension issues on a 3.0 neo tracheostomy tube. The caller reported that the inner dimensions of the tracheostomy tube were too small. The caller reported that the tube was used on a patient before the reported defect was found.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.